Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while preparing to eat, with a lowest documented blood glucose of 60 mg/dl, and the ilet alerted for a low glucose; the user was advised to treat with 15 g oral carbohydrates every 20 minutes and then announce the meal, and troubleshooting and education were completed. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included a review of user-reported history and device alert information. Investigation of this case revealed no device malfunction identified, and the cause of the hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.